Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a dissection that formed into a thoracic aneurysm. Proximal neck was 37-41 mm in diameter and 1.5 cm in length. The distal neck was 32. It was reported that prior to the procedure, a left carotid-subclavian bypass was done. The stent graft was placed covering the left subclavian. After the stent graft was deployed, a type 1 endoleak was discovered. The stent graft was ballooned several times; however, the type 1 endoleak still persisted. The physician then decided to implant a short 46 mm diameter graft to gain more proximal seal. During the deployment of the 46 graft, the graft slipped back. To correct the slip back, the physician pushed the constrained graft back up and finished the deployment. However, the 46 graft ended up slightly covering the lcc. After the procedure, the patient is doing fine and a pressure gradient (30mm) has been restored from the right to left arm. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: pre-op dissection. Conclusion: pre-op dissection.